Event description:
The cardiologist attempted closure with a techstar xl 6 f device. Both needles stalled inside the barrel. An attempt to back down was unsuccessful. The patient was taken to surgery for removal of the device and repair of the arteriotomy. Surgery was successful and the patient did fine.